Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the uninterruptible power supply (ups) in the mobile view station (mvs) was not working and it was just clicking. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was moved to a storage area where the medtronic representative plugged in the system and it would boot up, but the system was beeping saying that the battery on the uninterruptible power supply (ups) located in the mobile vie w station (mvs) be replaced. The mr started doing some calibrations, replaced the mvs battery and verified that the system was operational. The imaging system then passed the system checkout and was found to be fully functional. The mvs battery was discarded, so no analysis was conducted on it. If information is provided in the future, a supplemental report will be issued.